Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A broken needle was found in the jaws of the instrument. Under microscopic inspection, one part of the needle was observed to be broken at the swage, the weakest point of the needle. The other part of the needle was broken closer to the cone edges. Both parts of the needle had witness marks on the cone. Witness marks from the needle tip impacting the beveled wall were observed on the instrument. The instruments was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The IFU states, "toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device."? Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap gastric bypass, the first couple of reloads worked ok and then one was sticky and would not toggle. To correct the condition, opened another. The difficulty did not result in any tissue damage or patient injury.